Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure before it reached the nominal pressure, the balloon burst. The device was removed from the patient successfully and the procedure was completed via an alternative balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The visual inspection revealed no damage or irregularity. The microscopic inspection revealed that there was contrast present to the inflation lumen and the balloon was loosely folded. There was blood present in the guidewire lumen. At 3mm distal to the bicomponent weld, for a length of 4mm, the guidewire lumen was prolapsed, punctured, and stretched. Further testing was not performed as the damage present would prevent device inflation. Product analysis confirmed the reported event as the guidewire lumen was prolapsed, punctured, and stretched.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure before it reached the nominal pressure, the balloon burst. The device was removed from the patient successfully and the procedure was completed via an alternative balloon. No patient complications were reported.